Event description:
As per the reporter, during the surgical procedure for a fitbone nail implantation, they experienced a breakage of the tip of the connector cable. This caused a surgical delay of one hour due to the nailand the connector cable replacement. No patient harm was reported.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.